Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the damage to the inlet occurred due to a power cord receptible failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was a pump short-circuit on the maintenance unit. The issue was found at reprocessing. The device was returned and evaluated, and the inlet plug was cracked and broken. No patient harm was reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was not confirmed. However, the inlet plug was cracked and broken due to a power cord receptacle failure, the power switch was cracked, the switch cap was lost, painting on the chassis was peeled off, the rear panel had a poor appearance, and the air supply pressure was out of standard due to deterioration of the pump and the tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.